Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced three bent cleo 90 infusion sets within the past three days and each affected infusion set broke at the connector piece near the cannula, which also triggered a ¿line blocked¿ alarm. Patient only changed sites in which all three sites were kinked. The patient reported that this has been an ongoing issue with the cleo 90 infusion sets. The event occurred while in use with the patient and there was no patient injury.